Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Event description:
The user facility reported that the procedure being performed on the patient prior to closure device was a stroke thrombectomy. It was reported that on a single patient, the angio-seals from the same lot had an issue. On each device, the arteriotomy locator and sheath were able to be clicked together however, came disconnected and the dilator backed out upon insertion over the wire into the patient. This happened on three devices in succession, in the doctor's attempt to close the arteriotomy at the end of the procedure. After the third device failed in this way, manual pressure was held. Blood loss was minimal. No harm came to the patient as a result of this difficulty. The procedure was completed successfully. Additional information was received on 21aug2023: the procedure sheath size used was a 9f. A pre-deployment angiogram was performed. The user did not have difficulty inserting the locator into the hub. The user succeeded in mating the locator and hub. There was an audible click on mating. There was tactile feedback during the mating. The staff commented they could feel them click together. The understanding is that they were successfully mated on the first attempt. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when the device was in the patient.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 8fr angioseal device was returned for product evaluation. The returned device included the locator and hemostasis sheath. The device was visually inspected and found to have been in used condition. Functional testing was performed by attempting to connect and disconnect the locator and hemostasis sheath. The components were connected and disconnected multiple times, and minor auditory and tactile feedback were detected. However, component connection appeared to have been impaired as component separation was able to be achieved with minimal force. The complaint was able to be confirmed for a sheath and locator connection issue. Corrective and preventative action (CAPA) have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformace report (ncr) and capas have been noted for this issue in the past 12 months.